Event description:
Pt presented to the ER with chest pain unrelieved at home with ntg. She received a bolus dose of heparin in ER at 10:30 am and an IV of heparin at 1000 u/hr. Follow up ptt level at 1714 was reported incorrectly and heparin was adjusted based on incorrect lab value. Pt discharged 5/22/96.